Manufacturer narrative:
Please note that the last report sent for this event (1020279-2020-01845) is missing the type of investigation, investigation findings and investigation conclusions sections from the h6 section. Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms a review of the case report forms did not provide any insight into the root cause of the reported knee stiffness. No x-ray images or information on post-operative instructions were provided. Per the crf the reported left knee stiffness has been documented as resolved. Since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes could be alignment, fit/size of device used or wear. Without the actual product involved and/or device information, our investigation cannot proceed. Internal reference number: (B)(4).

Manufacturer narrative:
(UDI number) and (health effect - impact code & component code). Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms a review of the case report forms did not provide any insight into the root cause of the reported knee stiffness. No x-ray images or information on post-operative instructions were provided. Per the crf the reported left knee stiffness has been documented as resolved. Since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes could be alignment, fit/size of device used or wear. Without the actual product involved and/or device information, our investigation cannot proceed. Internal reference number: case-2020-00001079-1.

Event description:
It was reported that patient presented stiffness in left knee. Event was resolved with an unspecified surgery.